Event description:
A malfunction was reported on the pump by the caller, who noted no prior notable events. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. It was advised that the customer may continue to use the pump and contact support if the issue recurs.